Event description:
A patient (age and gender unknown) underwent a therapeutic ercp procedure for placement of a metal biliary stent. The wallstent biliary endoprosthesis with unistep plus could not be backloaded over the standard jagwire guidewire. The wire was removed and another guidewire with a different diameter was utilized with an alternative metal stent. The procedure was successfully completed. There is no further info regarding this event.